Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The tissue pad was found in good physical condition and properly attached to the clamp arm. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. However, this is not related to the reported issue of a detached tissue pad. It is possible that the device returned is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the silicon part of the jaws detached from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.